Event description:
It was reported that the customer had a motor error on his insulin pump. His blood glucose was 204 mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and it passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump passed basic occlusion, prime, and displacement test. Occlusion, excessive no delivery, and unexpected restart error tests were not performed due to motor error alarm. All operating currents are within the specification. No unexpected low battery or off no power alarm noted. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.